Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent a procedure unrelated to the scs system where the ipg was not placed in surgery mode (B)(6) 2023. The patient then reported their ipg non-responsive, confirmed inoperable by physician on (B)(6) 2023. Surgery may take place when patient cleared for surgery.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.